Event description:
It was reported that patient underwent a surgical procedure to implant a new tactra device due to unknown reasons. No information was provided about previous device. Additional information was received. Patient experience pain, swelling and redness due to infection. Patient symptoms were onset on (B)(6) 2019. No adverse patient effects.